Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. A supplemental report will be filed if the information is received.

Event description:
It was reported that a hypotension occurred and there was a suspected cardiac tamponade. During a pulmonary vein isolation (pvi) procedure for the treatment of atrial fibrillation, a farawave nav catheter was selected for use. While inserting the catheter into the faradrive sheath, a routine backflow check was performed to confirm the absence of air when the catheter was visible through the transparent sheath. During this check, air was observed exiting the catheter tip. A hemostatic valve was subsequently attached to the guidewire lumen, after which no further air was observed exiting the catheter. The activated clotting time (act) was 300. The procedure was completed without interruption, and no air was reported to have entered the patient. The patient blood pressure dropped at the time of catheter removal following completion of the procedure. The physician reportedly suggested a possible cardiac tamponade; however, this diagnosis could not be confirmed. No medical intervention, treatment, or medication was reported. No st segment elevation was observed. The patients condition was confirmed to be stable.